Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue. Performed repair as identified in the investigation, unit will not power up, replaced cpu board to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review of the device history record indicated that this lot of serialized product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed two dissimilar complaints for this serial number with the product code that was released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the biomed that the unit failed during procedure. The type of failure was not known. The unit was replaced with another unit. There was a five minute delay and no patient harm. Information on the type of procedure was not provided.